Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the workstation monitor stopped functioning. When attempting to get the touchscreen to function, the site was tapping on the screen but nothing would happen. After some time, the screen just started scrolling and clicking as if the mouse was being used but nobody was clicking anything. It was noted that this is a recurring issue. There was no reported delay to the procedure. There was no reported impact to the patient. It was later reported that the local representative (cs) was still having issues with the system after a cable was replaced. It was noted that after the cable was replaced, the cs was able to communicate with the camera cart's touchscreen, but was still having issues with the main screen. There was no damage or cracks noted. After shutting down the system and reseeding the ssd hard drive, they powered back on the system and there was no resolution. Technical services (ts) had the cs then swap the new usb cable from the main cart and plug it into the camera cart and the camera cart did get a response from the main carts usb cable. Ts narrowed it down to the monitor that would need to be replaced.

Manufacturer narrative:
B5: additional information submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that site was able to use the navigation system but it was tricky and caused the surgeon not to work as quickly. They both were spotty with use, but both monitors were mimicking each other. It would freeze up, then start scrolling with any movement of the mouse. No previous occurrences with this monitor.